Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, noise was observed. Review of session records revealed false vt/vf episodes caused by noise. Lead damage was suspected. Lead revision was recommended. No further action was taken and physician elected to wait till patient&#38112;next in-clinic follow-up visit to take decision.